Event description:
During craniotomy for a tumor resection, the pin cutter was originally believed to have broken. The facility is not certain if it was that way prior to the procedure. A small metal piece was missing from the instrument and was not located. A cat scan of the patient was performed did not display anything inside the patient. Surgery was not prolonged. The patient is receiving.